Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak from the infusion set was inconclusive due to the sample condition. A single photograph of the implicated 20g x ¾¿ powerloc max was returned for evaluation. The device appeared to have been used as the safety mechanism was engaged over the needle, needleless injection caps were attached to both luer adaptors, and residual material was noted within the threads of the y-site luer adaptor. The device had been placed on a tissue; no liquid was seen leaking onto the tissue. A red arrow was drawn on the tissue pointing to the joint between the side-tail tubing and the side-tail luer adaptor. No obvious cracks or tears were seen in the tubing. It could not be determined from the photograph if the adhesive fillet between the luer adaptor and the tubing was complete and/or if it was damaged. No obvious cracks were noted in the side-tail luer adaptor. As the submitted photograph did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive at this time. If the physical sample is received at a later date, this investigation will be updated with the relevant information. Possible contributing factors for a leak in the infusion set could include sharp instrument damage, damage to the joint between components, over-pressurization, and material damage. The report of a leak from the infusion set has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential issues.

Event description:
Customer reports a leaking port needle and states "the only infusate on this set was ivf, no chemo." . Additional information received 03/06/2023: it was reported by the customer "the patient's parent notified rn of leak, d545 with 20 kcl was infusing at the time of leak. Caused a delay and need for another access (another poke in the pediatric patient). Patient is already on IV antibiotics and had to be reaccessed.

Event description:
Customer reports a leaking port needle and states "the only infusate on this set was ivf, no chemo." Additional information received (B)(6) 2023: it was reported by the customer "the patient's parent notified rn of leak, d545 with 20 kcl was infusing at the time of leak. Caused a delay and need for another access (another poke in the pediatric patient). Patient is already on IV antibiotics and had to be reaccessed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.